Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-o) was difficult to connect to the b.braun infusion bags. The following information was provided by the initial reporter: "two technicians had similar hand/finger injuries due to repetitive strain. The technicians report that the phaseal infusion adapter requires more force and twisting to insert to bbraun infusion bags, and also the injector and protector pieces require additional force to withdraw and inject solutions due to the small needle gauge size used."